Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited out of range rv pacing impedance measurements. Boston scientific technical services (ts) discussed the lead safety switch (lss) feature and pacing configuration when it is reset. The pacing configuration was reprogrammed to unipolar but was found to be left in bipolar after the lss was reset. No adverse patient effects were reported.